Event description:
It was reported a broken belt at rpm during priming. (B)(4).

Manufacturer narrative:
Pump product number: mcp00703309. Pump serial number: (B)(4). The device has been evaluated by a maquet field safety technician on (B)(4) 2015 with service order no. (B)(4). The broken belt has been replaced. The functional check has been performed and found tested good. The device has been returned to user. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.